Event description:
A doctor contacted baxter (B)(4) regarding a leak from a minicap transfer set. The leakage took place at the junction between the luer connector and the blue main body when the home patient (hp) was changing the solution bag. There was patient involvement, but no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. One use set with no cap on dark blue connector and no cap on patient connector was received for evaluation. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. During visual inspection no abnormalities were noted.